Event description:
It was reported that the patient is deceased. Further, the patient was a participant in the systems longevity study and had a dual chamber implantable pulse generator (ipg) system. Review of the manufacturer's database indicates the patient died approximately three months post the ipg system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death is unknown.